Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry was malfunctioning. Review of the system log file showed a geometry errors. The fse replaced luc board, installed board software and he did the adjustments of the propeller movements. After replacement of the luc board, installation of the software and adjustment of propeller movement, the system was returned to use in good working order.

Event description:
It has been reported to philips that c-arm movement was not possible. There was no report of harm.